Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed visible foam particles. The technician also confirmed presence of tobacco and fluid contamination in the device as secondary findings. The device was scrapped.